Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A cartridge alarm identified as alarm 20 was reported by the customer during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, but the cartridge alarm recurred. As a resolution, technical support decided to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy.